Event description:
The initial reporter questioned results for "several" patient samples after the photometric lamp was replaced on a cobas 6000 c (501) module. Discrepant results were provided for 1 patient sample tested for crej2. The initial crej2 result was 330 umol/l. This result was reported outside of the laboratory. The repeat result was 65 umol/l. The crej2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
The customer stated calibration and qc were acceptable. A precision check was completed. The field service engineer (fse) found an issue with a valve and replaced it. The module was running back within specification. The investigation determined the valve issue identified by the fse was the cause of the event.